Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The devices were returned for evaluation. The returned devices were visually examined and revealed the following: the 23mm commander delivery system was returned inserted through the 14fr esheath+ with stylet inserted and loader assembly on the flex shaft, unlocked at valve alignment marker with partial flex, crimped valve present on the inflation balloon with flex tip aligned proximal to valve, and a kink at the valve alignment markers (warning marker of the balloon shaft). Prior to decontamination of the returned devices, the following was also revealed: a kink was created on the balloon shaft in between the valve alignment markers and default markers, the flex tip could not be retracted due to a kink on the valve alignment marker, the valve was manually removed, the handle was flushed with no leakage observed, the balloon was partially inflated with no leakage observed, and the esheath+ expanded and opened as designed. Imaging was provided and revealed calcification present in the landing zone, calcification and tortuosity in the access vessels, as well as calcification in the abdominal aorta. In this case, the complaint of resistance between catheter shafts was confirmed based on evaluation of the returned device. The product evaluation revealed a kink on the warning marker of the balloon shaft, and the balloon shaft had a layer of pebax bunched/peeled proximally from the proximal end of the stop sleeve after the handle disassembly. Per the training manual, the balloon shaft is required to be advanced or retracted multiple times during device preparation. Since there was no allegation of difficulties during device preparation or valve alignment, it is unlikely this event is related to a manufacturing non-conformance. Although there were no reported difficulties during device insertion, device tracking, valve alignment and native valve crossing, it is possible that while pulling the balloon shaft back the device was excessively manipulated (e.g. Pulled past warning marker) or the device was still locked. This can cause damage to the pebax proximal to the stop sleeve. When the damaged balloon shaft was pushed forward for flex tip retraction, this may have caused the pebax to bunch up, preventing the balloon shaft to pass through the locking assembly and ultimately causing the operator to not be able to pull the pusher back after crossing the valve. As such, available information suggests that procedural factors (balloon shaft damage from device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the pusher was unable to be pulled back after crossing the valve. Multiple problem-solving measures were attempted, such as taking off the flex, locking/unlocking and pulling the system back to the ascending aorta, but with no success. The whole system (valve, commander delivery system and esheath+) was removed and a second system prepped. A second valve was successfully implanted. Per report, the patient was stable and discharged the following day.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings during pre-decontamination. Sections b4, b5, g3, g6, h2 and h6: device code(s) have been updated. The investigation is ongoing.

Event description:
Per pre decontamination findings of the returned device, engineering was unable to retract the flex tip due to a kink on the valve alignment marker.